Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. Eval code method 4114 is associated with this statement eval code result 3221 is associated with this statement eval code conclusion 4315 is associated with this statement. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy. It was reported that the health care professional (hcp) was unable to get the guide stem to lock. The manufacturer representative (rep) called back and stated that the hcp that was in the case, did not resect enough surrounding tissue to allow the guide stem to properly lock in place of the base. They requested for the rep (against there advise) to lock the trajectory in the software while the hcp held the navigus probe in place. The hcp then proceeded to attempt to navigate the biopsy needle free-handed which did not successfully track in the software due to the guide stem not being locked in place and the reducing tube not being inserted. The hcp aspirated tissue which was determined to be tumor, and removed the navigus base and proceeded to use the passive planar to determine location to proceed with the biopsy. The rep was informed the case was completed successfully. There was no delay to the procedure. No impact on patient outcome. The manufacturer representative stated that the guide stem and locking ring were not damaged. The hcp did not dissect enough soft tissue around the base, therefore was unable to get the locking ring to tighten.